Manufacturer narrative:
H.6. Investigation summary: after confirming the airtightness of the actual product (the relevant jis standard: 150kpa for 15 minutes with no pressure leakage), liquid leakage was observed from the filter part (bottom). Therefore, we asked the filter manufacturer to investigate the material. According to the results of a survey conducted by the filter manufacturer and distributor, liquid leakage occurred at the welded part of the filter housing, and a weld failure with a thin weld end was observed at the liquid leaked part. As a result of reviewing all manufacturing-related records, no record of non-conformance problems was found, but the weld end was uneven due to the fact that this product was welded without being positioned correctly vertically from the state of the welded part of the actual product. It was estimated that liquid leakage occurred in the pressurized state from the thin part. We confirmed that the manufacturer and distributor of the filter had implemented improvement measures (the possibility of a malfunction of the cylinder built in the welder was considered, and that the cylinder was completely replaced) since (B)(6) 2019. . In addition, we have also started visual inspection of all parts for defective welding before assembly and strengthened monitoring to prevent the recurrence of similar events. H3 other text : see section h.10

Event description:
It was reported that nivolumab leaked from the IV set/20drop/r/2cq/f/std/50cm above the filter during use. The following information was provided by the initial reporter, translated from japanese to english: "nivolumab leaked from above the filter crack wasn't confirmed by visual inspection."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is atom. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that nivolumab leaked from the IV set/20drop/r/2cq/f/std/50 cm above the filter during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "nivolumab leaked from above the filter crack wasn't confirmed by visual inspection."